Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure, since the device manufacturer date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that after inspecting the iabp and running it with a trainer at 130 beats per minute (bpm) for 2 hours, he could not duplicate the event. The iabp passed all functional and safety tests per factory specifications. The fse returned the iabp to the customer and cleared it for clinical use.

Event description:
The customer reported that fully charged intra-aortic balloon pump (iabp) batteries depleted after 1hr 20mins of transport causing the iabp to shut down. This event occurred while the iabp was in use on a patient. No adverse event has been reported. No other patient information was provided.